Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shock therapy. A review on the stored episode showed that the fast conduction rhythm became correlated so the device treated with two bursts of anti-tachycardia pacing (atp) and six shock therapies where therapy was exhausted in the ventricular tachycardia (vt) zone. The device redetected but therapy was exhausted so the device was in a monitor only mode. Additional information received indicated that the sustained rate duration (srd) was turned off and therapy zone was increased. This ICD remains in service. No additional adverse patient effects were reported.